Event description:
The advocate stated the customer tested his blood glucose and received a reading of 48 mg/dl using his contour meter. He retested using another contour meter and received a reading of 173 mg/dl. The difference between readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.